Event description:
The customer reported that the alarm has no power. There was no patient injury reported. Evaluation of the product by posey shows that the alarm has intermittent power.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm has intermittent power, partial lcd display and the fail safe is not functioning. (B) (4).